Event description:
It was reported that a caller experienced a discrepancy between the displayed and actual time on their device, causing concern. There was no adverse impact to the customer's blood glucose level, as previous settings did not result in extremely high or low readings. Technical support assisted the caller in updating the pump time and advised monitoring for any recurrence of the time discrepancy, which the caller understood and acknowledged.